Manufacturer narrative:
System and bronchoscope manufacturing records were reviewed and found no issues associated with this case. Failure analysis confirmed the scope passed qa/qc testing, and the af mismatch was due to user technique rather than system malfunction. Inconsistent breath holds during fluoroscopy caused apparent lesion movement, while tilt updates showed proper af alignment. Video review supported this finding, identifying respiratory motion as the likely cause. The physician did not attribute the pneumothorax to the galaxy system, determining it was procedure-related, consistent with the known risks of bronchoscopy. This complaint is reported due to the following conclusions: a pneumothorax was reported during a galaxy-assisted biopsy procedure. The injury was identified lateral to the lesion. A chest tube was inserted, and the patient was admitted and subsequently discharged in stable condition. The physician did not attribute the event to the galaxy system, indicating it was procedure-related. A malfunction related to af mismatch was also reported and determined to be the result of user error.

Event description:
The pneumothorax was reported lateral to the lesion after the first few needle biopsies. A chest tube was inserted, and the patient was admitted for monitoring and later discharged in good condition. A malfunction of af mismatch was reported.